Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker underwent an unrelated procedure. Prior to the procedure, the patient had a heart rate of 60-72 beats per minute (bpm), and it was noted that the device lower rate limit was 60 paces per minute (ppm). During pre-operation examination the hospital monitor showed that the patient was pacing at 89-95 ppm. During and after the procedure brief episodes of ventricular pacing at approximately 130 ppm were observed via the monitor. Boston scientific technical services (ts) discussed the change in rate may be due to a potential interaction from hospital equipment affecting minute ventilation sensor pacing. Ts recommended checking the device, and the physician stated they would have the patient follow-up with their cardiologist after discharge. The patient was later checked in clinic and the device demonstrated normal pacing behavior. The pacemaker remains in service. No adverse patient effects were reported.